Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the power button is intermittent. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised to replace the power switch overlay and provided parts ID to resolve. After further troubleshooting, the customer stated the power switch overly was replaced but did not resolve the reported problem. The rse suggested to replace the ui pcb and provided parts ID. This investigation is ongoing.

Manufacturer narrative:
The customer was advised by technical support to replace the user interface (ui) assembly and was provided with part number. The repair for this unit cannot be conducted at this time due to the part(s) being on back order due to a global product hold. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered user interface aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted per customer gfe response. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.